Event description:
Patient had broken a mtp revision plate at the 4th shaft hole for a revision arthrodesis at 3wks. Suggested patient at fault. Patient had previous surgery. Initial with another company mtp plate. Upon revision had infection, closed and revised at a later date. Mtp long plate implanted and broke at 3wks. Op-1 used.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.